Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 600-700 mg/dl; cause was unknown with ketones, level unknown. Customer administered correction bolus to address bg. Customer was treated at the emergency room with intravenous fluids of saline and manual injection of insulin. Reportedly, the customer's vision was decreased due to bg level. Customer was released (B)(6) 2023 with issue resolved.